Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an open reduction and internal fixation(orif) procedure was performed as a revision surgery of the left distal femur on (B)(6) 2015. Surgeon removed a 4.5mm va-lcp condylar plate part 02.124.415 lot 8368152. The plate broke at the second shaft hole distally due to nonunion. The initial surgery was approximately one year ago. The plate was removed and antibiotic beads were placed inside incision/fracture. An external fixator was applied. An additional surgery will be performed in the future. Patient status/outcome was not reported. This report is 1 of 1 for (B)(4).